Event description:
It was reported that "dr was revising a screw and the draw rod broke at the tip when being inserted in the head of the screw".

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.